Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and the emergency medical technician ( emt) reported pacemaker failure. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.